Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as raw skin on her back, itchy and burning. There was no alleged device malfunction. The patient's physician prescribed doxycycline monohydrate and advised use of an unknown lotion. The patient reported that the irritation was improving.